Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the patient¿s weight at the time of the event was not known. It was not determined what actions/interventions were taken to resolve the empty pump. It was not known if the issue was resolved. The affected device will not be returned, as it was not explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was not reported. It was reported that the rep was asked to come to the emergency room (ER) and check a patient¿s pump status. Caller states the patient is in a semi coma state and there is some question regarding delirium tremens. Caller states he checked the pump status and the pump reservoir is empty. Discussed empty reservoir and abrupt loss of medication intrathecally. Caller was wondering how to get the alarm to stop. Discussed refilling the pump or changing the reservoir and alarm volumes. Caller had no further time to discuss he had to go and stated he would call back. Caller inquired best way to update pump so they can silence the alarm. Caller stated that they are unable to update the pump because the reservoir is empty. It was recommended entering a reservoir volume and writing a note explaining that the pump is empty and was not actually filled. Caller stated that patient is going through possible withdrawal. It was unknown when the issue started. There were no further complications reported/anticipated.